Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(4). This is related to (FDA audit-observation #5 from fei (B)(4)). Complaint received as follows: "no harm or injury to pt. The pretesting was normal. But the non-deflation in use was noted on the following day. Foley was removed by having the balloon ruptured with the stylet."

Manufacturer narrative:
The event is deemed serious as it required medical/surgical intervention prevent permanent alteration/damage to bodily function. From a clinical perspective, a causal relationship between the catheter and this event is deemed related because the balloon could not be deflated in order to safely remove it from the bladder and a physician had to rupture the balloon using a stylet. Reported to the FDA on (B)(4) 2013.